Event description:
Information was received that during use of this smiths medical cadd solis vip pump, under infusion was noticed. It was reported under infusion of penicillin (4 mu q4h / bag 24h), 548 cc except to be deliver but the patient only received 298 cc. Subsequently, the patient switched to new pump and tubing. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was received with fluid found inside the battery compartment and a damaged stabilizer groove. The event log was reviewed and there were a few occlusion alarms during infusion on (B)(6) 2019. On (B)(6) 2019, the pump was stopped following with latch opened and cassette reattach event. Delivery accuracy tests and occlusion tests were performed and the reported under infusion issue could not be duplicated. The cause of the issue was unable to be determined and the damaged battery compartment and stabilizer groove were attributed to the user. Calibration and functional tests were also conducted. The battery compartment and the main board were replaced.